Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received audio issue was confirmed and multiple insulin pump error. The customer¿s blood glucose level was unknown. Customer reported that they did hear beeps when audio volume settings were saved. Customer also reported that they did not hear the differences between the two audio beep volumes. Customer troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error, inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm during testing however, inverse critical block did not add to zero error alarm and the motor arm cannot communicate with the main arm alarm are found in the downloaded history files due to a software error. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly or absence of audio alarm noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly.